Manufacturer narrative:
This report is submitted on july 17, 2023.

Event description:
Per the clinic, the patient claims to feel disturbed by the device. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.